Event description:
It was reported that this electrode had an insulation break. Additionally, inappropriate shock therapy and high out of range shock impedance were reported. Subsequently, the patient underwent a revision procedure, and this electrode was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Product return is expected.

Event description:
It was reported that this electrode had an insulation break. Additionally, inappropriate shock therapy and high out of range shock impedance were reported. Subsequently, the patient underwent a revision procedure, and this electrode was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
Please note: this correction report is being issued to amend the additional MFR narrative: this electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified a slight curve (or bend) in the electrode body approximately 25 millimeters (mm) from the terminal end. There was an identified surface abrasion on the terminal boot approximately 40 mm from the terminal end. There were noted melt marks in the outer insulation which were likely a result of explant electrocautery. Resistance testing found the electrode was not electrically continuous. Visual inspection found damaged insulation abrasion (compression and rubbing) worn through exposing two cables located approximately 100 mm from the terminal end. The cables show a melted appearance likely induced during a short between the s-ICD device can and the cables due to insulation damage. The insulation damage is consistent with lead-on-can abrasion. An x-ray of the electrode confirmed the inner conductor coil was fractured approximately 100 mm from the terminal end. A surface abrasion was present on the outer insulation of the fracture site. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture. Please note: this product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified a slight curve (or bend) in the electrode body approximately 25 millimeters (mm) from the terminal end. There was an identified surface abrasion on the terminal boot approximately 40 mm from the terminal end. There were noted melt marks in the outer insulation which were likely a result of explant electrocautery. Resistance testing found the electrode was not electrically continuous. Visual inspection found damaged insulation abrasion (compression and rubbing) worn through exposing two cables located approximately 100 mm from the terminal end. The cables show a melted appearance likely induced during a short between the s-ICD device can and the cables due to insulation damage. The insulation damage is consistent with lead-on-can abrasion. An x-ray of the electrode confirmed the inner conductor coil was fractured approximately 100 mm from the terminal end. A surface abrasion was present on the outer insulation of the fracture site. X-ray also showed the proximal electrode cable end was pulled out of the welded stake fitting, likely induced during explant. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture. Please note: this product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this electrode had an insulation break. Additionally, inappropriate shock therapy and high out of range shock impedance were reported. Subsequently, the patient underwent a revision procedure, and this electrode was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.